Event description:
On way home after the first prosorba treatment, pt had chest pain. Pt was hospitalized and diagnosed with acute myocardial infarction. Treated with thrombolytic measures and surveillance in ICU. Tests revealed severe coronary heart disease (3-vessel) with high degree of stenosis of riva, rd I and ii, rcx, and rca and reduced global functionality (ejection fraction of 34%). No further prosorba treatment.